Event description:
A patient contacted global technical services (gts) regarding assistance with a system error while using the homechoice (hc) during an unknown cycle. The patient could not identify the error. The patient explained that she thought she was in a drain cycle but was not sure. Gts had the patient cycle power to the end of therapy. Gts then reviewed the alarm log and found that the system error was a system error 2240. Gts asked the patient if she had disconnected but the patient was not sure. Gts explained that a large amount of air had entered into the disposable set and what options the patient had; however, the patient did not understand. Gts then referred the patient to their dialysis nurse. Product surveillance contacted the patient's dialysis nurse who explained she had the patient bring the hc into the clinic so the nurse could check everything out. The nurse explained the patient was convinced the hc was causing the problems, but the nurse stated the patient was confused. The nurse advised she thinks the alarms are caused by use error and thinks the patient was pinching the cassette in the door. The nurse explained the lot information was unknown and no samples were available, but that the problem had nothing to do with the lot or cassette. The nurse spoke to the patient's caregiver regarding the issue and stated the patient had no adverse events or further complications since the system error 2240. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. There was not enough data available to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem.the root cause investigation is in progress through (B)(4).